Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This report is for a system error 2240, where the home patient left the unused final line clamp open. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one of four. The hp left the final line clamp open. The technical service representative (tsr) advised the hp if a line isn't being used, it must be clamped closed. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.